Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, at 10:00 pm, the patient was experiencing the symptom of shaking. While symptomatic, the patient obtained a blood glucose reading of 90 mg/dl on the reported meter. The patient administered self-treatment by consuming peanut butter crackers. A subsequent meter reading was 'very high', specific result not provided. The patient then took two additional units of insulin with the pump. The patient did not seek any medical attention. On (B)(6) 2010, the patient obtained the blood glucose readings of 25 mg/dl, 90 mg/dl and 105 mg/dl on the reported meter within 20 minutes. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom began prior to the meter issue, there was no delay in treatment, and she denied seeking medical attention. However, as the meter reading did not correlate with the symptoms and treatment, and the additional test results fell outside the expected values for precision testing, this complaint is being reported.